Event description:
Following a recent incident this report was issued to show that the incident has been investigated by the technical department. Investigation:when tested by the service department the pump ran for more than one cam position at each pulse for a few pulses and, then ran as a normal unit. The fault could then not be repeated. The case was opened and examined. Bad fluid staining was observed on the cam microswitch plunger, lever pivot point, and the case where the cam spring touches. This fluid was very localized and probably entered at the leadscrew bearing, the rest of the case was sealed. The fluid staining was sticky but dried during testing. Initial the microswitch had a double 'click' and was sometimes stiff to operate.conclusion:the most likely cause was fluid ingress onto the cam switch assembly causing a sluggish response to the cam rotation. This fault would normally give an alarm when the safety cut-out (guard) circuit operated. The gard circuit can take up to 10 seconds to operate anad in that time it is possible for the syringe to move nearly 2mm. If using a large syringe a volume of 0.5 ml could be delivered. If the sticky deposit were to cause cam positions to be missed, at the maximum rate of 99mm/24hr, three pulses in 5 mins, each for 10 seconds, could occur and move the plunger 6mm corresponding to a 1.5ml for a large syringe. Although not reproduced in the lab, because the degree of stickiness had changed since the incident, it seemed likely that the fluid contamination had interfered with the operation of the cam microswitch. The guard circuit operated after a small quanity of fluid had been infused if the microswitch was held by external means.action:replace the cam microswitch and warn the customer about fluid contamination. Fit the sounder insulating sheet.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: mechanical tests performed, performance tests performed, visual examination, invalid data. Results of evaluation: component failure, foreign material contamination, mechanical problem. Conclusion: device failure directly caused event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.